Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure in (B)(6) 2021 where the device was placed into surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.